Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise on both the atrial and ventricular channels. The ventricular sensitivity was decreased and the patient would be monitored.

Event description:
Additional information on (B)(6) 2013 notes continues oversensing. The ventricular sensitivity would be adjusted.